Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reports delivering several correction boluses but had woken up the next morning with high blood glucose levels.symptoms reported include hyperglycemia, nausea and vomiting. In addition, the patient reports having a bruise at the pod infusion site (abdomen). Once at the hospital the patient was admitted and diagnosed with dka. The patient had lab work administered. The patient was treated with intravenous fluids. The patient was discharged from the hospital the following evening.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.